Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump failed volumetric testing. It gives 22ml instead of 21 ml" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 20 volume to be infused with the results of 20.407 and passing error percentage of 2.035%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing, gave 22ml instead of 21 ml occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log showed no events on the reported event date but does show on the day prior multiple infusions. The customer reported issue cannot be confirmed through log review. Should additional relevant information become available, a supplemental report will be submitted.